Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: intended use the catheter is intended for urinary bladder drainage in adult males and females requiring catheterization for management of incontinence, voiding dysfunction, and surgical procedures. Efficacy of the catheter in preventing urinary tract infection during intermittent use has not been established. The device is not intended to be used as a treatment for active urinary tract infection. Please contact your physician to determine which product options are best for you, paying close attention to product warnings/ precautions and adverse reactions. Active ingredient the catheter has a surface concentration of 10.2 +/- 2.0 micrograms nitrofurazone (5-nitro-2-furaldehyde semicarbazone) per mm2 of total catheter shaft area. The silicone layer on the outer surface of the catheter is impregnated with nitrofurazone. The nitrofurazone elutes into the urethral-catheter boundary producing local anti-microbial activity. Nitrofurazone is not significantly absorbed through the urethra for the period of 12-24 hours.1 warning, catheter reuse: this is a single use device. Do not reuse. Reuse of a single use device increases the risk of catheter acquired urinary tract infection. Contraindications: do not use in individuals with known sensitivity to nitrofurazone. Precautions general: the following adverse events may be associated with the use of urethral catheters: infections, paraphimosis, urethral tear or creation of false passages, urethral strictures, meatal stenosis, urethral damage, bleeding, bladder spasms, bladder damage, catheter blockage, and leakage. Use of certain antimicrobial agents may allow overgrowth of non-susceptible organisms including yeast and fungi. If this occurs, or if irritation, sensitization or superinfection develops, discontinue use and institute appropriate therapy. Pediatric use: safety and effectiveness in children has not been established. Pregnancy: pregnancy category c: nitrofurazone has been shown to have an embryocidal effect in rabbits when given in oral doses thirty times the human dose. There are no adequate and well."

Event description:
It was reported that the catheter was difficult to insert and the patient was unable to use the catheter.